Manufacturer narrative:
The ventilator was investigated by our distributor. The expiratory channel pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The reported failure mode was confirmed in the received device logs. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).